Event description:
It was reported that during an unknown procedure, after a few clips, the clip was stuck in the device. So the surgeon change a new one. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/13/2026. B3: event day is unknown. D4 batch #: a97w6z. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The packaging opened was returned along with the instrument. Upon testing, the device was fired, and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, and the advancer was confirmed to be bent with two (2) clips found inside the clip track. The event reported was confirmed and is related to improper use of the device. Prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch a97w6z number, and no non-conformances were identified.